Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5044917) in united states on 20-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010; the lot number 678817. The consumer reported that 2014 was the worst years of her life; she struggled with pain, in terms of asset problems and assistance to drugs. She stated a year ago form this report she began to have unimaginably hard low back and pelvic pain, pain beamed thigh and the bladder was feeling the pressure. In addition, her breasts were so sore that she could not even sleep at night without sports jackets. She sought medical attention several times (internal medicine physician, general practitioner, work place physician, gynecologist); her back was filmed and the cause was not found, she had to be on sick leave for long periods of time. In 2015, the essure implant came out with menstrual cycle, she ordered a lumbar spine a year ago and captured images and even a layman noticed that already then the second implant was not inserted. She went for section, which was intended to remove the second essure implant and at the same time make her sterile. After the surgery, she read securities that the implant has not been away, as it was into the myometrium. At time of the report, she did not know if there was any piece of outgoing implant or she did not exactly know where the other one is. She reported pain and many other symptoms were still everyday problems. The symptoms she had before essure: swelling, antique (she did not feel refreshed), appetite (she cannot start any), skin disorders (acne pimples), breast tenderness, tooth blood leakage, ringing in the ears, allergy (constant runny nose and sneezing), cysts in breasts, groin pain, hair loss, very painful menstruation, leukocyte values are high, goiter, many of these symptoms was diagnosed by doctor. The consumer also mentioned the seriousness criteria disability or permanent damage and hospitalization, but not specified and/or assigned to one of the events. Ptc results and assessment received on 11-nov-2015: lot number 678817 (production date oct-2009; expiration date oct-2012) final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced unimaginably hard low back pain and pelvic pain / pain "beamed" thigh. About 5 years after essure insertion, the essure implant came out with menstrual cycle (device expulsion). A surgery in order to remove the second essure implant was performed and after the surgery, she read securities that the implant has not been away, as it was into the myometrium (seen as embedded device). These events were considered serious and listed in the reference safety information for essure. The term disability and hospitalization were only mentioned as event outcome and the reporter did not specify it. In this case, the exact date and mechanism of embedded device were not known. Considering the nature of these events, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information cannot be obtained.

Manufacturer narrative:
Follow-up information identified on 21-jan-2016 from social media during active online listening program. She was still without examination. Frightened and painful with essure. Follow-up received on 22-jan-2016: since no private contact detail of the reporter has been provided, follow-up to obtain additional information cannot be requested. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced unimaginably hard low back pain and pelvic pain / pain "beamed" thigh. About 5 years after essure insertion, the essure implant came out with menstrual cycle (device expulsion). A surgery in order to remove the second essure implant was performed and after the surgery, she read securities that the implant has not been away, as it was into the myometrium (seen as embedded device). These events were considered serious and listed in the reference safety information for essure. The term disability and hospitalization were only mentioned as event outcome and the reporter did not specify it. In this case, the exact date and mechanism of embedded device were not known. Considering the nature of these events, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information cannot be obtained.